Event description:
The customer reported that they attempted the insertion of the feeding tube and were unable to pull the guidewire. Per additional information received on (B)(6) 2022, there was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be performed because the lot number was not available. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if sample is received. The reported condition could not be confirmed. The root cause could not be determined. No further actions are required at this time. This complaint will be used for tracking and trending purposes.